Event description:
It was reported the implantable pulse generator (ipg) displayed a lead warning. The chronic lead trends show stable measurements, with very little variations per week. High/low impedance counters are set to zero. It was not possible to confirm what caused the lead warning. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert. Lead warning occurred on (B)(6) 2014. Lead impedance and performance counters normal. Lead warning time stamp from when 1-hour session programmer session timed out. Lead condition detected may be related to lead being reattached to device during procedure.